Manufacturer narrative:
This lead was not returned for analysis, as it was discarded at the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection and tricuspid valve endocarditis with methicillin-sensitive staphylococcus aureus (mssa) bacteremia. No additional adverse patient effects were reported. This right ventricular (rv) lead is not expected to return for analysis, as it was discarded at the facility.